Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot#: n141106004, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.398 mg/day) via an implantable infusion pump. It was reported that the patient had a fall on (B)(6) 2017 and had been experiencing a change in therapy since. A dye study was conducted and revealed that the catheter was no longer in the intrathecal space. During the revision surgery it was determined that the catheter had broken and only part of it remained intrathecal. The catheter was revised with a new 8598a spinal segment. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.